Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was using the mallet to impact the cup, the metal end of the handle broke in two pieces. Also, the 30mm drill bit broke into two pieces and the 35mm drill bit was bent while trying to drill holes for screws. Doctor does not wish to be contacted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to the reported broken handle a review of the instrument also found the locking plastic component missing, found on (B)(4)2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.